Manufacturer narrative:
Added related report number to h10. Updated b4, g3, g6, and h2.

Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure by carotid approach, the 23mm commander delivery system balloon ruptured during inflation at 16 ml. The probable cause for the rupture was severe calcium. The sheath and delivery were removed simultaneously because the balloon would not withdraw back to the sheath. The 23mm sapien 3 ultra resilia valve was deployed in the right location and did not migrate but needed to be post-dilated to ensure a good seal. Hence, a second 14fr esheath was placed and a 23mm true balloon was used to post-dilate. The provided device-related photos were reviewed, and the following was observed: delivery system balloon observed to be outside of sheath tip, with a fully circumferential radial balloon burst, bunching of distal balloon portion, and bunching of the distal sheath liner, with liner delamination also visible.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-07062. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. 3mensio and imagery were evaluated, and the following were observed: delivery system balloon observed to be outside of sheath tip, with a fully circumferential radial balloon burst and bunching of distal balloon portion. Calcification present in patient landing zone. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the imagery review. Available information suggests patient factors (calcification) likely contributed to the event as 3mensio shows calcification in the landing zone (figure 2). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for inability to withdraw the system through sheath was confirmed based on the imagery review. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the events. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.